Event description:
A malfunction alarm referred to as "malf 9" was reported, accompanied by a fault ID. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared, which the customer understood.